Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a 40 in ext w/2 vlv ports experienced component separation during use. The following was reported by the initial reporter: it was reported that the tubing broke when disconnected from the white left lumen. Verbatim: upon completion of auto transplant, this rn went to disconnect extension tubing from white left lumen and tubing broke, with part of the plastic still remaining in lumen, rendering it unable to receive heparin and/or a cap. Peds bmt notified, charge rn and colleague rn notified, peds bmt paged surgery. Lined clamped, wrapped in alcohol and sterile gauze. Note written, this incident report filed. Mom updated, she says this line has been repaired before in clinic. Patient vss stable, alert and oriented post transplant. Situation confirmed with nursing leadership, bmt team.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-16. H6: investigation summary : customer reported a tubing break at the lumen connection, and returned the affected sample. The reported failure was found and verified. Analysis under the microscope found the root cause to be excessive outside force applied to the luer stem, as evidenced by the white stress mark around about half the circumference. This could have been caused or started in the packaging, but is most likely user error when disconnecting the set. The luers are designed to be used carefully and not to withstand excessive force. It is important to note that there was also a disconnected white safety clamp (for preventing flow) floating in the sample bag. It is unclear if this was supposed to be attached to the sample, and a review of the drawing for the material number did not show a safety clamp. Since the clamp is not supposed to be attached the set, no failure is observed. A device history record review could not be performed on model 37262e because an invalid lot number was provided by the customer. H3 other text : see h.10.

Event description:
It was reported that a 40 in ext w/2 vlv ports experienced component separation during use. The following was reported by the initial reporter: "it was reported that the tubing broke when disconnected from the white left lumen. Verbatim: upon completion of auto transplant, this rn went to disconnect extension tubing from white left lumen and tubing broke, with part of the plastic still remaining in lumen, rendering it unable to receive heparin and/or a cap. Peds bmt notified, charge rn and colleague rn notified, peds bmt paged surgery. Lined clamped, wrapped in alcohol and sterile gauze. Note written, this incident report filed. Mom updated, she says this line has been repaired before in clinic. Patient vss stable, alert and oriented post transplant. Situation confirmed with nursing leadership, bmt team."